Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit due to a high blood glucose (bg) level of 250 mg/dl and life threatening ketone levels. The customer was treated with intravenous saline and insulin, and was released from the hospital two days later with no permanent damage. The cause for the reported issue was unknown.